Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws were misaligned, and the surgeon changed the device to avoid scissoring. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.